Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned power plug. The biomed stated the power plug appeared discolored and there were signs of thermal damage at the white wire. The fresenius technical support representative provided the part information for a replacement power cord. A patient was not connected to the machine at the time of the incident and it was not reported that there was any harm to patients or individuals because of this malfunction. Additional information was requested, however a response was not received. The power cord was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned power plug. The biomed stated the power plug appeared discolored and there were signs of thermal damage at the white wire. The fresenius technical support representative provided the part information for a replacement power cord. A patient was not connected to the machine at the time of the incident and it was not reported that there was any harm to patients or individuals because of this malfunction. Additional information was requested, however a response was not received. The power cord was not returned to the manufacturer for physical evaluation.